Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device, "will get a bit warm when charging it." Fire, smoke, electric shock and explosion was not observed. It is unknown if the device is also warm during testing. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre, libre 2, and libre 3 readers is associated with report of corrections and removal number 2954323-mm/dd/23-001-c, submitted to the FDA on (B)(6) 2023. Adc field action fa1005-2023 was issued to the us (B)(6) 2023.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
Customer reports their adc device, "will get a bit warm when charging it." Fire, smoke, electric shock and explosion was not observed. It is unknown if the device is also warm during testing. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre, libre 2, and libre 3 readers is associated with report of corrections and removal number 2954323-mm/dd/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Event description:
Customer reports their adc device, "will get a bit warm when charging it." Fire, smoke, electric shock and explosion was not observed. It is unknown if the device is also warm during testing. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre, libre 2, and libre 3 readers is associated with report of corrections and removal number 2954323-mm/dd/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(4). Has been returned and investigated. Visual inspection has been performed on the returned reader and damage to the internal pins of the usb port was observed. The damage observed to the pins was likely due to the user having incorrect cable into the reader or having applied excessive force to insert the cable into the readers usb port which led the usb port to no longer functioning as a result. Visually inspected the returned usb charger and usb cable and no damage was observed. No opens or shorts were observed and usb/charging cable passed testing. Visual inspection has been performed on the power adapter and no issues were observed. Performed load test on the power adapter and the power adapter voltage was measured to be within specification range. Power adapter passed testing. The returned reader was further investigated and de-cased. Reader was placed into the reader test fixture to download log. Reader event log could not be extracted due to observing power surge message on computer. A visual inspection has been performed using a microscope on the de-cased reader's pcba (printed circuit board assembly) and observed that the usb port was irreversibly damaged, making the usb connection with the computer impossible. Due to the usb port damage, the reader log could not be extracted. A further extended investigation was performed. A visual inspection was performed using a microscope on the returned usb cable and power adapter. No signs of damage or corrosion were observed on the power adapter or usb cable. Performed a continuity test on the returned usb cable using cable tester and no problem was found. Performed load test on the power adapter and results were within specification range, indicating the cable and adaptor was still functioning properly. Performed bench testing on the reader and reader powered on with a button press. Reader¿s usb port was connected to a computer, the reader showed normal charging capabilities and successful connection to computer. A self-test was performed using the reader¿s own software and the reader successfully passed all self-tests. Reader¿s subassembly was tested further. Measured the reader¿s battery using a dmm (digital multimeter) and it was not within the specification. Observed no damage or anomaly on the battery. Sleep current was measured using a dmm connected in series between the battery and the reader¿s pcba, and the current was measured within specification. Reader was also monitored under thermal camera during operation, where no abnormal hot spots were observed. Current findings did not indicate any connection between this reader¿s module function and the user's reported issue. The observed low battery voltage was due to a prolonged storage time of the reader and did not contribute to customer's complaint. Voltage, current, self-tests, and thermal imaging tests were performed, and no anomalies were observed with the reader. There was no evidence observed that would cause the reader to become ¿too hot to hold" as reported by the customer. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.